Manufacturer narrative:
According to the hospital, there is no negative clinical effect expected for the pt. There is no indication of a malfunction or a quality or performance issue with the brainlab device, and corresponding brainlab measures to reduce the risk to be as low as reasonably practicable are already in place regarding this issue. The brainlab device works according to specification. Brainlab investigation has shown, that in this specific case apparently: the treatment table movements (as correctly calculated and displayed by the brainlab exactrac x-ray positioning system) were not completely applied by the user to set up the pt at the intended position. The required x-ray verification of the final pt position was applied not as correctly and comprehensively as necessary. Brainlab intends to offer an additional training to users at this hospital.

Event description:
For a fractionated radiotherapy treatment, the pt was positioned at the linear accelerator using the brainlab exactrac x-ray positioning system. Prescribed were 10 fractions with a dose of 4 gy each (total prescribed dose: 40 gy) for this intracranial irradiation using arc therapy. According to the hospital: the radiation dose of 2 arcs within one fraction of this radiation therapy was delivered to a target with a distance from the intended target of approx 3 cm. The users noticed the deviation when re-verifying the pt position after changing the rotation angle of the treatment table for the subsequent arcs. Non-critical organs (normal tissue surrounding the target volume) received an unintended additional dose of 1.5 gy. No impact on tumor response is expected by the partial under-dosage of the target volume of 1.5 gy. No negative clinical effect on pt is expected, the dose deviations are considered within tolerance levels for this pt/treatment.